Manufacturer narrative:
(B)(4). Based on the investigation results, this report was updated from a complaint to a malfunction. Evaluation summary: post market vigilance (pmv) led an evaluation of two devices opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. The instrument was connected to pmv equipment and registered a mechanical fault. The instrument was disassembled. A crack in the proximal portion of the probe shaft was found. Based on these observations, the cause of the mechanical fault was determined to be the crack in the probe. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. A secondary condition of cracked probe was noted. Replication of the cracked probe shaft may occur when the probe shaft makes contact with the out tube while the system was energized. Added stress to the tip may cause the probe to touch in the inner tube portion of the instrument, resulting in mechanical failure and/or rendering the instrument inoperable. No enhancements or improvements were generated for the reported condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during a nephrectomy procedure, the jaw did not open smoothly and another device was opened. The jaw of the second device also did not open smoothly. The third device was opened to continue. No patient harm.